Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02508. Related manufacturer reference number 3006705815-2020-02509. Related manufacturer reference number 3006705815-2020-02510. It was reported that during a lead revision surgery on (B)(6) 2020 the physician discovered a lead was eroding through the patient's skin. Physician decided to explant the entire system. Patient had two systems and it is unclear which leads eroded through the skin, therefore all leads will be reported. Patient is stable.